Manufacturer narrative:
(B)(4).

Event description:
The customer reports the nurse found there was liquid leakage at the insertion point during injection of medicine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter showed signs of use (biological material on the body and remnants of dressing on the juncture hub). No issues were initially identified with the catheter. The leak site identified during functional testing was microscopically examined and determined to have been caused by contact with a sharp object. The catheter body was measured and was found to be within specification. The leak site identified during functional testing was located approximately 5 mm from the distal end of the juncture hub. The distal tip of the catheter was occluded and both extension lines were flushed. When the distal line was flushed a leak on the catheter body was identified near the juncture hub. No issues were identified with the proximal line. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product states that the catheter should be secured to the patient by use of the juncture hub with integral suture ring and side wings as primary suture site. In kits where provided, the catheter clamp and fastener should be utilized as a secondary suture site as necessary. The IFU cautions not to suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow. The customer reported issue of the catheter leaking in use was confirmed during the sample investigation. The customer returned one used 2-lumen cvc for evaluation. Functional testing was performed and a leak was found on the catheter body near the juncture hub when the distal line was pressurized. Microscopic examination of the extension was performed and it was concluded the leak was caused by the catheter coming into contact with a sharp object. No functional issues were identified with the proximal line. No dimensional issues were identified with the catheter. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the nurse found there was liquid leakage at the insertion point during injection of medicine.